Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported cuff miss; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an interventional percutaneous endovascular aortic repair (pevar) procedure, suture placement was attempted in the left common femoral artery with proglide devices using the preclose technique. Reportedly, a cuff miss occurred with two proglide devices. The arteriotomy was 6f. During the pevar procedure the sheath was upsized to 14f and the pevar procedure was completed. A cut-down procedure was performed to close the artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.